Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. The device was returned loose in the carton. The lock-out assembly has been removed. No ophthalmic viscoelastic device (ovd) observed in the device. The plunger and the lens are advanced into the nozzle entry. The plunger is advanced under the lens. The lens is crushed. The nozzle tip is damaged/crushed. We are unable to determine the root cause for the reported complaint "injector tip was bent". The company device was returned with the lens advanced into the nozzle entry . All company devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed tip damage would not meet our current release criteria. The company device was returned activated. The directions for use (dfu) instructs to inspect the company nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company lens of same model and company delivery system. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens implantation surgery, the physician was trying to eject the lens and noticed that the injector tip was bent. There was patient contact and the procedure was completed on the same day. Additional information was received stating that they noticed the tip was bent during preparation for the surgery.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).